Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high thresholds. The rv lead position was revised and the lead remains in use. No patient complications have been reported as a result of this event.